Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be fractured as the header was separated from the pulse generator case. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that, during a device changeout, this implantable cardioverter defibrillator (ICD) header was removed from the device. The device was explanted and replaced as planned. No adverse patient effects were reported.

Event description:
It was reported that, during a device changeout, this implantable cardioverter defibrillator (ICD) header was removed from the device. The device was explanted and replaced as planned. No adverse patient effects were reported.